Manufacturer narrative:
An event of a leak on the posterior leaflet of mitral valve along with mild paravalvular leak was reported. It was also reported that the valve was explanted and a 23 mm regent heart valve was implanted. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 25mm epic mitral valve was chosen for implant during a mitral valve replacement. The native valve was measured to be 25mm. After removal of calcification, autologous pericardium was applied to the annulus to reinforce it. The valve was sutured in with non-everting mattress sutures. When the patient was attempted to be withdrawn from cardiopulmonary bypass and stasis, a leak was visible on the posterior leaflet of the mitral valve, along with a mild perivalvular leak. The valve was removed and a 23mm sjm regent heart valve with flex cuff was successfully implanted instead. The patient was reported to be under percutaneous cardiopulmonary support (pcps) and unstable. Subsequent to the previously filed report, additional information was received that there was a tear observed on the posterior leaflet of the mitral valve, along with a mild perivalvular leak. The native valve was measured to be 25mm. The patient was reported to be under percutaneous cardiopulmonary support (pcps) and unstable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm epic mitral valve was chosen for implant during a mitral valve replacement. After removal of calcification, autologous pericardium was applied to the annulus to reinforce it. The valve was sutured in with non-everting mattress sutures. When the patient was attempted to be withdrawn from cardiopulmonary bypass and stasis, a perivalvular leak was visible on the posterior wall. The valve was removed and a 23mm sjm regent heart valve with flex cuff was successfully implanted instead. The patient is under primary care provide supervision and unstable